Event description:
Reportedly, the pacemaker involved in this MDR report was explanted one day after implantation due to a bipolar pacing impedance measurement over 3000 ohms and a unipolar pacing impedance measurement blow 200 ohms. During the revision, it was impossible to reintroduce a new lead in the connector. The device was returned for analysis.

Manufacturer narrative:
January 12, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header did not revealed particular damages, but the ventricular distal setscrew was completely unscrewed upon reception; during analysis: there was no difficulties to insert, attach, or remove is-1 leads; the reported event was more likely related to a lead-pacemaker connection issue. In this case, the most probable hypothesis is that if the setscrew was screwed or engaged/blocked in the terminal block before inserting the lead: when the lead was pushed in the connector, the distal lead tip was in contact with the distal setscrew but the proximal ring of the lead was not in contact with the proximal terminal block; in these conditions, it could explain why there was an impedance >3000 ohms in bipolar mode but the impedance was correct in unipolar mode (this mode use only the connection with the distal terminal block and the case); during re-intervention, the insertion of a new lead was not possible: if the setscrew was not unscrewed enough and/or blocked it could be the cause of the problem. Therefore, it should be noted that: standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, ela verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipping and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned on more than 1 turn counterclockwise, otherwise, the setscrew may be disengaged. To position it correctly after disengagement might be difficult. The instructions provided in the physician's manual are adequate to prevent the observed behavior or setscrew loosening, which are applicable in case of re-intervention. The device is retained in the returned product storage area.